Event description:
Teflon tip of cautery pencil too hot. Burned through plastic holder x3. Changed cautery pencil x2 and teflon x3. Esu was tested per MFR's specs. Disposable switch pen has a crack in the handle that appears to have burned through the case.